Manufacturer narrative:
No further information has been received. No samples were sent for evaluation. The root cause of the pt event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Event description:
The hospital technician reported a system message displayed. They were unable to clear the system message and the cases were cancelled for the day. A pt was present, but it is unk whether the procedure had already started and whether or not there was any pt impact. No pt injury was reported. Multiple attempts were made for more information and pt status with no response to date.